Event description:
An olympus field service engineer reported on behalf of the customer, the evis lucera elite colonovideoscope displayed an e315 (scope error) code during preparation for use. The unspecified procedure was completed using a similar device. There was no delay in procedure or report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an e315 (scope error) code was not confirmed. In addition, there were liquid leaks at the right/left and up/down knob. The light guide bundle experienced decrease light output. The light guide lens was broken. The adhesive part of bending section cover was broken. The scope cover was deformed. Suction cylinder was cut off. There was a leakage at the control part. There was a leakage at the scope connector cover unit. There was a leakage at the scope connector. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the breakage of circuit board inside scope connector affected the event. The event can be prevented by following the instructions for use (IFU) which state: -if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise,the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ¿ if the distal end of an endotherapy accessory is not visible in the endoscopic image,do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The intended procedure was diagnostic related.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.